Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, nodule (injection site nodule), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record of radiesse injectable implant, lot number a00101790, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.

Event description:
This MDR is related to MDR 3013840437-2024-00026 and 3013840437-2024-00028 referring to the same patient. This spontaneous report was received from a spanish physician and concerns a female patient. She was injected with radiesse, into the face, in september 2023. Radiesse was hyper diluted (product preparation issue, off label use of device) with one vial of 0.75, distributed in both halves of the face. After the radiesse injection, the patient experienced an induration on the right half of the face. She went to the consult afterwards with an induration of approximately 2 cm in the right half of the face, with no pain nor signs of infection. The physician injected saline solution to dilute the nodule, and new appointments were scheduled for the following two weeks, waiting for the hyaluronidase application. The outcome of the events was unknown. Follow-up information was received on 01-feb-2024: the event radiesse was felt slightly was added. The patient was injected with radiesse into both halves of the face (half in each side) from the sideburns, into the anterior jawline and into the preauricular area, on 19-sep-2023. Batch number was reported as a00101790 (expiry date: 12/2024). The batch record review was received and the lot number for radiesse was confirmed as a00101790 (expiry date: 12/2024). A lot search in the global safety database was conducted. It was performed with a 50 mm cannula and 25 g of tsk steriglide in deep fatty compartment in a supra-periosteal plan, with backtracking technique in fan. Radiesse was diluted in 0.7 lidocaine. The patient was previously injected with bocouture® and had no problems. The patient reported that she used to react to cosmetic creams. The patient had an allergy to amoxicillin. The patient was not taking any medication. Past medication included amoxicillin. The patient did not present any incidences for 2 months and since then, she progressively noticed an induration in the lower right cheekbone area that was increasing in size. There were no signs of pain, redness, or heat. In january 2024, she went to the appointment and in the review an induration was seen in the tissue of the injection. The physician added that one of the indurations was the backtracking path. The patient was applied with 2 ml of saline solution with vigorous massage for 30 minutes. In the rest of the face no indurations were seen, although in the anterior area of the jawline radiesse was felt slightly. The outcome of the events nodule and induration remained unchanged. The outcome of the event radiesse was felt slightly was unknown. Follow-up information was received on 22-feb-2024: the case was upgraded to serious. The physician saw the patient a day prior to this report and the complication persisted, more defined. The physician made a small incision with the tip of a scalpel (as reported, there was no need for a posterior stitch, just an approximation strip) to see if she could remove material, without success. She took a biopsy, sent it for analysis. She put in (B)(4) units of hyaluronidase and massaged. The physician planned to see the patient in 2 weeks. Due to the provided information, the outcome of the events was considered as not resolved (changed from unknown).

Event description:
Follow-up information was received on 15-mar-2024: the physician saw the patient again. The biopsy showed a nodule. After the biopsy the physician also put the patient on augmentin and prednisone and at the check-up she was much better, although part of the nodule still persisted. The physician then again applied 200 units of hyaluronidase, with cannula and massaged. Due to the provided information, the outcome of the events was considered as resolving (changed from not resolved).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, induration (injection site induration), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage the device history record of radiesse injectable implant, lot number a00101790, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.